Event description:
It was reported that the pump battery depleted too quickly, although it did not lead to a shutdown. There was no adverse impact to the customer's blood glucose level. Initially, customer technical support recommended uninstalling and reinstalling the mobile app, with instructions to follow up if battery depletion exceeded 35% per day. Subsequent actions included replacing the pump, with the customer advised to use multiple daily injections as a backup therapy. The customer was informed of the procedure for receiving the replacement pump and returning the problematic one, all of which the customer understood and acknowledged.